Manufacturer narrative:
The guide wire allegation was confirmed. The guide wire was stuck in the returned lead due to dried blood in the lumen tip area. X-ray showed no bend/kink in the guide wire. Dried blood is this area is normal for an open tip lead. No other anomalies were noted.

Event description:
Boston scientific received information that this lead was an attempted implant due to the guide wire got stuck in this lead. This lead was never in service. No adverse patient effects were reported.